Event description:
The account alleged the lower pivots on the siderail have broken welds and the siderail will not latch. A patient was in the bed, but not injured.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.